Event description:
Per the clinic, the patient experienced skin breakdown followed by skin necrosis due to excessive magnet strength. Subsequently, the patient developed an infection at the magnet site. The implant magnet was later explanted (date not reported). Additional information has been requested but remains unavailable as of the date of this report.